Event description:
The customer contact reported a disconnection. After an unspecified length of time in use, the "pfc-1 female connector" became disconnected. Reportedly, there was leakage of an unspecified fluid and the patient's blood pressure values were not displayed. The operating staff responded to the disconnection. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch submission, the following information was received. The female connector disconnected from the male adapter. The fluid that leaked was sodium chloride 0.9%.